Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. Customer¿s blood glucose value was 88 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D1, d2, d2b.